Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a cable was broken at the wrist of the permanent cautery hook instrument. The procedure was completed as planned with no reported injury using a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.